Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the device partially fired. There was poor staple formation at the distal end of the staple line. The staple line was incomplete centrally.

Event description:
According to the reporter: during laparoscopic lower anterior resection, the surgeon inserted the device from the trocar which was set to lower right abdomen, articulated the jaws and clamped the tissue and squeezed the handle twice with no problem. But, at the third time he could not squeeze the handle then pulled the black return knob back. A crack sound was heard the surgeon cut neoveil sheet by scissors and could release the tissue from the device. Additional tissue resection was required due to the issue. Then fired a new device at anus side of the original staple line and the procedure was completed. The surgical time was extended by less than 30 min. Patient status : unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual examination of the staple cartridge noted that the reload was partially fired to the 4cm cut line. The proximal end of the reload was broken from the device. Due to the noted damage no functional testing was performed on the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the device partially fired. There was poor staple formation at the distal end of the staple line. The staple line was incomplete centrally. Patient status : unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.